Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 28 first prime pulses and was deactivated at 38 pulses after completing second prime. The download data showed a drives stall, resulting in the firing flat not reaching the firing position before the end of second prime. No physical defects were found to the rotational sensor assembly or the drive mechanism. The device was reset and connected to a pdm and asked to deliver a bolus. During the rerun, the hook talons were observed slipping over the ratchet gear, which replicated the original drive mechanism error. Again, no damage to the hook talons, or ratchet gear were found during investigation of the drive mechanism that would have caused the hook talons to slip during the run. No other damages or defects were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle never deployed the cannula into the skin.